Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. The posterior needle missed the barrel. It was located with the aid or fluoroscopy. The dermatotomy was enlarged and the needle extracted with hemostats through the skin. A prostar xl 8f device was inserted for a second attempt at closure. None of the needles presented in the hub. Radiscopy showed all four needles stuck in the barrel. Backdown was partially successful with two of the needles backing down; two remained in the barrel. The pt was taken to surgery for device removal. Surgery was successful; the device was removed, the arteriotomy was surgically repaired and the pt did fine.